Event description:
58 year old female for revision surgery for periprosthetic fracture of left femur. On xray there appears to be a black line crossing distal third of exeter stem. When removing the stem, it came out in two pieces. Additional damage to the distal segment was caused by metal cutting burr and other instruments used to remove this segment. All cement removed and restoration modular cone body with conical stem implanted.

Manufacturer narrative:
Reported event an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed through clinician review of the provided medical records and evaluation of the returned device. Method & results product evaluation and results: the stem was returned in the fractured condition. A material analysis has been performed. The report concluded: plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the lateral and medial surfaces of the stem. The fracture morphology was consistent with a fatigue fracture. Damage consistent with the explantation process and/or post fracture abrasion was observed on the proximal and distal fracture surfaces of the stem. Eds analysis showed that the stem is consistent with the drawing. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined for the devices with catalog numbers provided. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: which is from australia and represents a female patient described as weighing 92 kg and whose dob is (B)(6) 1962. Her date of explantation is listed as (B)(6) 2020. The event description states: "... Revision surgery for periprosthetic fracture of left femur ... Stem came out in 2 pieces ... Restoration modular body and stem implanted." Undated x-ray lateral left hip uncemented tha, reduced, 4 cerclage cables around proximal femur, skin staples in situ, nominal. Undated x-rays: ap pelvis. Ap left hip: restoration modular long stem left tha with 4 cerclage cables, reduced, nominal, right hybrid tha noted reduced and nominal undated x-rays: ap and lat. Left hip, ap pelvis - displaced fracture of left exeter cemented stem at junction of mid and distal 1/3 of stem undated x-rays: ap pelvis, ap and lat left hip bilateral hybrid exeter tha reduced and nominal. Undated implant labels: 52 trident hemispherical shell, 1 screw, 32/0 degree x3 insert, 32/+4v-40 head, 0 v-40 cemented stem, palacos bone cement. No clinical or pmh, no patient's height, no operative reports, no dated serial x-rays, no examination of explanted components. While the x-rays appear to confirm the event description, insufficient data is available to create a medical report for this case. Product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the material analysis report concluded: plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the lateral and medial surfaces of the stem. The fracture morphology was consistent with a fatigue fracture. Damage consistent with the explantation process and/or post fracture abrasion was observed on the proximal and distal fracture surfaces of the stem. Eds analysis showed that the stem is consistent with the drawing. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined for the devices with catalog numbers provided. The medical review comment indicated while the x-rays appear to confirm the event description, insufficient data is available to create a medical report for this case. Further information such as clinical or patient medical history, patient's height, operative reports, dated serial x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not returned.

Event description:
(B)(6) year old female for revision surgery for periprosthetic fracture of left femur. On xray there appears to be a black line crossing distal third of exeter stem. When removing the stem, it came out in two pieces. Additional damage to the distal segment was caused by metal cutting burr and other instruments used to remove this segment. All cement removed and restoration modular cone body with conical stem implanted.